Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: a celect-pt filter was placed the day before a neurosurgical intervention. Computed tomography (CT) angiography performed on post-operative day (pod) 3 demonstrated right retroperitoneal hemorrhage with right retroperitoneal pseudoaneurysm, near one of the ivc filter major struts, measuring up to 2 cm, likely arising from the right l4 lumbar artery. The patient underwent angiography, which demonstrated a pseudoaneurysm of the right l4 lumbar artery. Coil embolization of the pseudoaneurysm was performed and the ivc filter was removed, and there was no vascular abnormality at the conclusion of the procedure. Of note, the decision was made to remove the ivc filter given that the patient was now eligible to be started on anticoagulation. The patient was discharged on pod 7. The exact reason for the celect-pt filter to penetrate adjacent structures during the implant period cannot be determined. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma. Cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent

Manufacturer narrative:
Manufacturers ref# (B)(4). Article: lumbar artery pseudoaneurysm following inferior vena cava filter placement, joseph buchholz, et al doi: 10.1016/j.jvir.2023.08.027 blank fields on this form indicate the information is unknown or unavailable. D4) catalog# is unknown but referred to as cook celect platinum filter. G4) PMA/510(k): k233680 investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: an infrarenal vena cava filter (celect) was placed via the right internal jugular vein. Ivc filter placement was uncomplicated. On the day after ivc filter placement, the patient underwent a successful t10¿t12 laminoplasty and mass resection. Computed tomography (CT) angiography performed on post-operative day 3 demonstrated right retroperitoneal hemorrhage with right retroperitoneal pseudoaneurysm, near one of the ivc filter major struts, measuring up to 2 cm, likely arising from the right l4 lumbar artery. The patient underwent angiography, which demonstrated a pseudoaneurysm of the right l4 lumbar artery. Coil embolization of the pseudoaneurysm was performed and the ivc filter was removed, and there was no vascular abnormality at the conclusion of the procedure. Physicians decided to remove the ivc filter given that the patient was now eligible to be started on anticoagulation. Patient outcome: ivc filter was removed, and there was no vascular abnormality at the conclusion of the procedure. The patient was discharged on post-operative day 7.